Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages, belt communication error flags, abnormal shutdown flags) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a severed pulse wire in the trunk cable. The root cause for the severed wire was physical abuse. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient's electrode belt was producing check therapy pad messages, belt communication error flags, and abnormal shutdown flags.